Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger board and power cap module were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that when the system was started up, a precharge voltage error message was displayed, and this prevented the system from completing boot up. There is no report of pt injury associated with this event.